Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncopal episodes. The local area sales representative inquired about sudden brady response programming. Technical services discussed programming options and discussed programming the algorithm more aggressive.

Manufacturer narrative:
The device was reprogrammed. Records indicated this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.